Event description:
Attempted to insert a 20 g 1.25 inch accucath into left lower cephalic vein and was unsuccessful. After activating the safety feature, the coil tip guidewire was examined. Coil of the guidewire was not present. Inspected the insertion site and a bump was noted at the site. It appeared to be the coil of the tip. Surgical was consulted and removed the coiled tip from the left lower forearm. ====================== manufacturer response for accucath, accucath (per site reporter). ====================== investigation